Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that as a result of using the device the patient experienced an infection that led to sepsis, a heart attack and death. The patient was brought to the emergency room for abdominal pain. Through examination it was discovered the patient had a ruptured bowel and needed emergency surgery to remove the dead bowel and perform an ileostomy. Following the surgery the patient did not make a full recovery and ended up in heart failure secondary to a myocardial infarction. The patient was transferred to inpatient hospice where she passed away as a result of her illness on (B)(6) 2015.